Event description:
It was reported that the ilet user experienced low blood glucose after announcing a larger-than-usual lunch but consuming less than announced, which constituted an incorrect procedure related to meal sizing and involved interaction with the user interface. Symptoms included hypoglycemia with a nadir of 44 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of ora lglucose. Investigation included communications with the reporter and analysis of the information provided by the third party. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding accurate meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.